Event description:
It was reported that a pt was placed on ECMO on (B)(6) 2012. After approx 24 hours of support the oxygenator was reported to have developed clots. The oxygenator was changed out, taking about 70 seconds, during which time cardiac message was performed. The second oxygenator clotted off after 24 hours of use. The pt was placed on an adult oxygenator for more than 24 hours without any problems. (B)(4).

Manufacturer narrative:
(B)(4) submits this report on behalf of the legal MFR of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device descried in this report. The clotting was reported to have occurred well beyond the 6 hours of use, as noted in the indications for use.